Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the contact surface of the level sensor appeared to be slightly concave and did not make a good contact on the test fixture resulting in incorrect operation. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) replaced the level sensor.